Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: date received by manufacturer reported in initial report was incorrect. Correct date is (B)(6) 2021. Manufacturer's investigation conclusion: the reported fluid ingress in the modular cable was not confirmed. The heartmate iii modular cable (lot #: 7513552) was returned for analysis and no log files were submitted for review. The modular cable was tested and was able to operate on a mock loop with a test system controller and was able to pass wire resistance testing. There was no damage to the internal conductors of the cable. The reported fluid ingress was not observed. The root cause of the reported fluid ingress was determined to be from the user falling into a pond, as reported. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii modular cable (lot #: 7436996) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02975. Related manufacturer report number 2916596-2021-02976. It was reported that the patient was seen in the emergency department after falling into a pond. The equipment was momentarily submerged. No alarms were noted. The patients controller, batteries and battery clips were exchanged without issue on (B)(6) 2021. The exit site dressing was also changed. No further issues were noted upon interrogation. The patients modular cable was exchanged on (B)(6) 2021.